Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-6.0-60-ptx stent of lot number c773933 was implanted in the patient and is unavailable for evaluation. With the information provided a document based investigation was carried out. It was confirmed that images would not be available to support the complaint investigation. According to information provided, restenosis was confirmed in the lesion. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. It is known that the patient had pre-existing conditions including peripheral artery disease (pad), coronary artery disease, hypertension, diabetes (type ii), renal failures and a history of tobacco use. In addition worsened claudication was also observed on the patient. It can be noted that this symptom indicates progression of peripheral artery disease and can also be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. Due to lack of imaging no other comments can be made. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with lot number c773933. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. According to information provided pta was performed against the restenosis and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-6.0-60-ptx/c773933 x 1 was placed in the right sfa. On (B)(6) 2016: restenosis was confirmed in the lesion. ("Worsen claudication" was observed.) Then, pta was performed and the patient recovered.